Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. On (B)(6) 2018 it was reported that in (B)(6) 2018 the patient had a dye study and the hcp could not aspirate the catheter. No patient symptoms were reported. There were no reported environmental, external, or patient factors that may have led or contributed to the issue and there were no reported additional diagnostics and/or troubleshooting performed. The intervention/action taken was noted to be the dye study. The issue was resolved at the time of the report. Per the reporter, the hcp had no further information regarding the event. Surgical intervention was planned, but not yet scheduled. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.